Manufacturer narrative:
Further information was requested but was not available. This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented remotely via merlin.net. It was noted that noise leading to inappropriate atrial tachycardia & atrial fibrillation detections and chronically low sensing and pacing impedance was observed on the atrial lead.